Event description:
It was reported that, "trying to reduce a grade 2 spondy from s1-l5 final tightened the xia screws at s1, then went to reduce l5 with persuader and tulip heads pulled of both s1 screws."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.